Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint of "maryland does not move as expected¿. Failure analysis found the primary failure of a broken grip cable at the proximal end in the housing, likely causing the intuitive motion failures. Root cause is attributed to a component failure. A review of the site's complaint does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to by the customer for review. This complaint is considered as a reportable malfunction due to the following conclusion: during a da vinci-assisted prostatectomy procedure, the user observed non-intuitive movement of the maryland bipolar forceps instrument. The procedure was completed with the use of a back-up instrument with no further issue and/or patient injury reported.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the user observed non-intuitive movement of the maryland bipolar forceps instrument. Troubleshooting was performed by replacing the instrument to the backup and this resolved the issue. Additionally, inspection of the removed instrument identified a loose wire near the wrist. The user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.